Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that a patient was tested rh(d) negative with erytype ab0+d. In an external laboratory this very same patient sample was tested weak d positive. The patient sample that had caused the allegedly false negative reaction was sent to us for quality control and the supposedly defective product was returned, too. Our quality control laboratory retested patient sample with the complaint sample of erytype ab0+d. This testing confirmed the customer's result. Further testing of the sample with different anti-d reagents in the tube technique strongly suggests that the patient's rh(d) antigen may be weakened or even a d partial. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. The laboratory typed the patient as: ccd.ee weak d type 1. In the instruction for use of erytype ab0+d the customer can find under "limitations" that .... "Category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip." Testing by our quality control laboratory confirmed the allegedly defective lot of erytype ab0+d functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We have no further complaints related to this lot.